Manufacturer narrative:
(B)(4). The patient underwent sling procedure on (B)(6) 2007. (B)(4): extrusion of mesh, dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient had the mesh removed on (B)(6) 2009 due to inability to void.

Manufacturer narrative:
(B)(6) shrinkage occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedure of cystoscopy.

Event description:
It was reported that a patient underwent a transvaginal tape, bladder sling, urethral suspension , and revision of mesh erosion repair on an undisclosed date. Since the implantation of mesh devices, the patient experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia, and has had numerous surgical procedures to remove the mesh devices. No additional information was provided.